Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device was activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device activated an alarm. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged rod insulation. The product analysis noted evidence that the device was not used as intended. The damage to the rod insulation likely occurred during insertion or extraction of the device jaw into the trocar instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, re-grasp alarm occurred frequently while sealing even though the tissue was not too thin. There was no end tone. Another hand piece was used. No further information is available. The medtronic initial visual inspection found out a damage to the rod insulation. Piece chipped off and was returned along with the device.